Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug (2.0 mg/ml at 0.3497 mg simple continuous) via an implantable pump. It was reported that she heard a three-tone consecutive alarm and thought it was coming from the pump. There were no known environme ntal/external/patient factors that may have led or contributed to the issue. Troubleshooting: the pump was interrogated. No event alerts were shown. Last refill was on (B)(6) 2024. The logs were retried and showed two instances of a low reservoir alarm at 2 ml: one on (B)(6) 2024 (refilled on (B)(6) 2024) and another one on (B)(6) 2024 (refilled on (B)(6) 2024), with no critical or other alarms observed. The physician stated that the aspiration volume retrieved from reservoir matched expected volume. The physician requested this information to be included on report. Action: no intervention was performed. Outcome: the issue was not resolved. Additional information was from a consumer (con) via a company representative (rep) indicated that the patient medical history is post laminectomy syndrome, radiculopathy lumbosacral, vertebrogenic lumbar pain, and left knee pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the patient reporting that the patient's pump had been ringing for months. At the time of the company representative (rep) interview with the patient , it had never sound. Patient indicates that she constantly suffer falls. The doctor programmer was updated and he was given a personal therapy manager (ptm), and he remained under observation. The pump was interrogate and remain under observation. It was unknown if the issue had resolved.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the pump was alarming. The patient had an appointment to interrogate the pump and everything appeared normal. The pump was explanted. The patient factor that led to the issue was noted to be ¿patient compliance ¿ patient does not attend refills on time¿. It was noted that the issue was resolved at the time of the report, and that the healthcare provider had no further information to provide regarding the event.